Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection identified a cut in the tubing. The reported condition was verified. The cause of the cut tubing is related to damage performed by the packaging machines. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked from a 1 inch hole in the tubing. This was observed when the nurse tried to prime the tubing with tpn (total parenteral nutrition). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.